Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys t4 and elecsys t3 assay results on a cobas e 801 module. T4 results: the initial result on the e601 module was 18.51 "microgm/dl". The sample was repeated on the e801 module and the result was 26.8 "microgm/dl". T3 results: the initial result on the e601 module was 213.6 ng/dl. The sample was repeated on the e801 module and the result was >664 ng/dl. The results were not reported outside of the laboratory. The initial results, obtained on the e601, were considered to be correct. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
Section b3 was updated to reflect the alleged results being obtained on (B)(6)2022. The previously reported results for this sample were obtained on (B)(6)-2022. An additional result was provided for the previously reported sample: the elecsys tsh result, obtained on the e601, was 1.22 ¿iu/ml. Additional results obtained on(B)(6)-2022 were provided: sample 2 results: the t3 result on the e801 was 247 ng/dl. The t3 result on the e601 was 156.1ng/dl. The t4 result on the e601 was 14.70 ¿g/dl. The elecsys tsh result on the e601 was 1.80 ¿iu/ml. Sample 3 results: the t3 result on the e801 was 230 ng/dl. The t3 result on the e601 was 113.90 ng/dl. The t4 result on the e801 was 16.7 ¿g/dl. The t4 result on the e601 was 11.37 ¿g/dl. The elecsys tsh result on the e601 was 4.22 ¿iu/ml. The customer's elecsys t3 reference range is 80-200 ng/dl. The customer's elecsys t4 reference range is 5.1-14.1 ¿g/dl. The customer's elecsys tsh reference range is 0.27-4.21 ¿iu/ml. The elecsys t4 reagent lot number is 574371. The expiration date was requested, but not provided. The elecsys t3 reagent lot number is 566712. The expiration date was requested, but not provided. The elecsys tsh reagent lot number and expiration date were requested but not provided. Based on the provided data, pre-analytical handling issues were observed. From (B)(6) 2022 until (B)(6)-2022, the instrument produced approximately 3000 cleaning recommendations and several sample handling issue-related alarms ((B)(4) sample shorts and (B)(4)sample clot alarms). The investigation is ongoing.

Manufacturer narrative:
The elecsys t4 reagent lot number 574371 was used on the cobas e801 module. The elecsys t3 reagent lot number 566712 was used on the cobas e801 module. The elecsys t4 reagent lot number 538467 was used on the cobas e601 module. The expiration date was requested, but not provided. The elecsys t3 reagent lot number 566707 was used on the cobas e601 module. The expiration date was requested, but not provided. The customer's calibration and qc were acceptable. A general reagent issue can be excluded. The samples could not be provided for investigation. The investigation found the issue to be consistent with pre-analytical handling issues.